Event description:
It was reported that chisel broke during the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained chisel shows that one of the three blades broke off. The remaining blades are bent. We are not able to determine the reason for this breakage, but we suppose that a mechanical overloading situation led to the damage. Further investigation regarding the manufacturing documents shows conformity to the specification. The broken surfaces do not show any anomalies of structure what indicates material conformity as well. No manufacturing fault could be detected.